Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-x1725, awareness date 25-oct-2015). It refers to a female consumer of unspecified age in (B)(6) who had essure model 205 (fallopian tube occlusion insert) inserted in (B)(6) 2004. Consumer had the essure procedure done in (B)(6) 2004. She stated that her doctor never did a nickel sensitivity test prior to the procedure. After suffering with chronic problems for 4 years she discovered that nickel sensitivity was a contraindication she had an allergy test which came back positive. Before essure she was healthy, fit, vibrant women. After essure she had gain 33 pounds, extremely lethargic, ongoing excruciating pain, bloating, extremely heavy periods with huge blood clots, foul smelling vaginal odor and unpredictable gushes of acidic smelling fluid that would leave her embarrassingly drenched and sometimes it would burn the skin of vulva. She constantly needed to urinate and it was always urgent, had excessive hair loss and teeth began to deteriorate, psoriasis of scalp, she had the worst brain fog and couldn't recall simple words, would experience regular headaches, felt 'sick' all over as if she was highly toxic. She felt like she was going to die, literally. It was emotionally traumatic and financially devastating. She had a hysterectomy to have the coils removed in (B)(6) 2008. After having the hysterectomy the essure side effects disappeared. Unfortunately she now has to deal with the side effects of the hysterectomy (surgically induced menopause, hormonal problems and prolapse). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced ongoing excruciating pain after essure (fallopian tube occlusion insert) insertion. She had a hysterectomy with devices removal and recovered from the pain. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, consumer related her pain to essure. The devices were removed approximately 4 years after their placement. Considering consumer improved after devices removal and since no alternative explanation was provided; causality between the reported event and the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 08-dec-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-dec-2015 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Compant causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced ongoing excruciating pain after essure (fallopian tube occlusion insert) insertion. She had a hysterectomy with devices removal and recovered from the pain. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, consumer related her pain to essure. The devices were removed approximately 4 years after their placement. Considering consumer improved after devices removal and since no alternative explanation was provided; causality between the reported event and the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. Based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.